Event description:
A report was received that the patient had an overwhelming burning pain at the ipg site. The physician did not know the cause of pain. The patient underwent explant procedure and was doing well post operatively. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model : sc-8216-70, serial : (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.